Event description:
It was reported to (B)(4) on (B)(4) 2013 that on (B)(6) 2013, the end user was injured due to an alleged malfunction of a guardian rollator. Reportedly per the end user's husband, one of the front swivel wheels came out of the frame while his wife was sitting on the rollator causing her to fall backwards on tile flooring. The end user was rushed to the hospital for precautionary reasons due to a previous surgery that took place on (B)(6) 2013 to have rods inserted into the end users back and to fuse two discs. X-rays were taken at the hospital which came back negative showing no injury. On (B)(6) 2013, the end user went to the doctor for pain to her side and was diagnosed with one broken rib on her left side. The end user was prescribed tramadol to help with the pain. This incident is being handled by the (B)(4) legal department.

Manufacturer narrative:
(B)(4) 2013. Rollator lot # 0612001045 arrived in a rollator box. Stock number (B)(4). Rollator was partially disassembled and folded. Parts included the unit, both handles and a padded bar. Also included was a dislocated fork and caster assembly including the bolt which attaches the fork/caster assembly to the unit. Left front caster/fork assembly had separated from the unit. Upon investigation of the dislocation, the threaded insert in the bottom of the left tube assembly is severely worn. The threads are in poor condition and have the (appearance) of being stripped thus no longer being able to retain the fork/caster assembly to the unit. The attaching bolt which is used to attach the fork/caster assembly is in good condition with no visible damage to the threads. Photos of the rollator are attached to the MDR. This investigation is closed. No follow ups will be filed for this incident.